Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-jun-2024, it was reported that the patient faced occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen. The patient changed soft cannula infusion set only and resumed insulin. No further information available.